Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and adverse event was reported. The patient stated about 1:30am, she fell out of bed. Her husband woke up to the sound of her fall and stated the receiver did not alert for a low and the patient was unconscious. He called 911 and when they arrived, they checked her blood sugar and the meter was reading 29 mg/dl. The patient was treated with glucose via intravenous (IV) therapy. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.